Event description:
During evaluation a light sensitive drug set was found to have a leak. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Visual inspection did not note any issues with the product. A gravity test was performed and the set had a leak in the tubing. Further examination revealed a hole in the tubing. The cause could not be determined. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.